Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery alarm was confirmed but not reproduced during evaluation. The cause of the damaged battery was due to user error. The main batteries and battery harness were replaced to fix the reported condition. This involved a colleague infusion pump with a user interface module master software version 6.13.92.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.